Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the power pcb and contact pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power on and off by itself. When the customer had the device laying on its back it would intermittently remain powered on. This was found by the customer during the daily inspection of the device. There was no patient use associated with the reported event.